Event description:
Patient underwent an orif open reduction internal fixation of the right tibia. There were 3 proximal and 3 distal interlocking screws used to set fx fracture. One of the interlocking screws broke and required removal.